Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer experienced high blood glucose. The customer¿s blood glucose level was 27 mmol/l,13 mmol/l and current blood glucose was 19 mmol/l. The customer was treated with insulin pump. It was also reported that cannula was bent. The customer declined troubleshoot for high blood glucose and auto mode was not used. The insulin pump will not be returned for analysis.